Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model roze, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number (B)(4) rev c (jul-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6), called stating that an employee was getting ready to use the roze lift, placing the setting for the vertical position, when the lift allegedly stopped and would not lower. Both emergency release allegedly failed. No mention if a patient was in the lift at the time of the incident. There are multiple patients and staff members that utilize this lift. The dealer stated that the actuator is to be replaced. No injury alleged.

Event description:
Customer alleges getting ready to use the lift and when setting was placed for the vertical position, the lift stopped and wouldn't come back down. No injury alleged.